Manufacturer narrative:
Follow-up # 2 (08/14/2013)-device evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported error message could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (5/16/2013)-device evaluation: the lay user/patient¿s test strips have been returned and evaluated on 4/23/2013 by lifescan product analysis with the following findings: the test strips involved with this complaint were tested and returned an error 4 message with the cause unknown. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.